Manufacturer narrative:
Evaluation: results: arterial trauma/ dissection perforation. Tight and severely calcified iliac arteries. Introducer sheath. Secondary intervention required

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as tight and severely calcified iliac arteries. The stent grafts were successfully deployed and the stent graft balloon inflations were performed through out the entire stent graft system. It was reported that post implant angiogram showed the need for extension on the right iliac to cover to the external iliac artery as planned, the right hypogastric had already been coiled. Upon removal of the stent graft balloon after post dilatation there was a drop in the patient's blood pressure. There was contrast extravasation into the abdomen on the left at the approximate midpoint of the left limb indicating both perforation of the graft and rupture of the iliac. The physician elected to place an iliac limb to cover the ruptured stent graft and vessel. This was also successful, no leak was demonstrated on follow-up angiogram done retrograde of the left iliac. The patient's blood pressure returned to normal. The physician attempted to complete the right extension with an iliac stent graft limb was inserted into the right and would not advance into the ipsilateral limb of the bifurcated stent graft piece. (Ref MDR 2953200-2008-00410) it was reported that under fluoroscopy it appeared that the flexible tip advanced into the iliac limb and it is possible that the edge of the introducer sheath was being exposed, catching on the graft. The physician made several technical adjustments; pulling the guide wire back, angioplasty with non-compliant balloon, and different orientation of the device were tired, all with the same result. At this point a 20 fr sheath was inserted but could not be advanced into the stent graft. It was reported that during the removal of the introducer sheath the external iliac artery was detached. An incision was made in the right lateral abdomen, the right iliac was ligated and a femoral-femoral bypass graft was placed from left to right to complete the procedure. No additional clinical sequelae were reported and the patient is fine.